Manufacturer narrative:
Patient's primary disease was angina pectoris. Patient medical history of pci and ablation. Patient was discharged from the hospital post event and is reported to be in remission.

Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity stent was successfully implanted in a patient. The target lesion in the lcx had 90% stenosis and slight vessel tortuosity. The patient later developed fever at the hospital, and agranulocytosis was diagnosed by a blood test. The next morning the symptom was complicated by septicemia and dic (disseminated intravascular coagulation). The patient did not take a blood test prior to pci. No problem was fond in the previous blood test performed approximately 1 month before procedure. The patient has been quarantined and receiving antibiotic infusion to treat septicemia and dic.